Event description:
It was reported that a malfunction alarm occurred after pump was found at the bottom of the pool for approximately two hours. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 112 mg/dl.

Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.